Manufacturer narrative:
(B)(4).

Event description:
This lead became dislodged during device change-out and was explanted. The physician chose not to replace it due to the patient being in afib. No adverse patient events were reported. If any additional information becomes available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.